Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they have been having issues with the belt connecting to the implant for a long time. Patient stated they will tighten the belt and as soon as they try to sit down or move, the implant moves off of the place and starts beeping again. Patient mentioned they have tried moving the belt every time they use it, but they have the worst time trying to get it hooked up. Patient stated they also noticed that their stimulator battery inside the body moves and doesn't stay in one place. Agent asked if this had always been like that or if it was new and patient stated at first it didn't seem to do that and noticed it today while messing around trying to recharge but it's probably been that way for a while. Agent sent a request to repair to replace the current large-size belt for a medium. The patient was redirected to their healthcare provider to further address the issue regarding the stimulator moving around and if the patient continues to have telemetry issues.